Manufacturer narrative:
Concomitant medical products: 7000 ,lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right atrial (ra) lead exhibited possible intermittent undersensing during a stored episode. The ra lead remains in use. No patient complications have been reported as a result of this event.